Event description:
Customer reported sensor glucose in the 40's mg/dl with blood glucose in the 200's mg/dl on (B)(6) 2021 and it would not let her calibrate it. She changed her reservoir and set twice. On (B)(6) 2021, bg was still high and she changed out her set/reservoir. She was admitted to the hospital on (B)(6) 2021 at 04:00 for high blood glucose of 477mg/dl. While in the hospital, her sensor glucose was still inaccurate, off by 200 points. During troubleshooting, helpline found that time and date were both incorrect. Insulin pump passed displacement test. High pressure test passed.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Date of event information has been updated and provided with this report in section b3.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the customer was hospitalized due to high blood glucose value of 477 mg/dl on (B)(6) 2021. Customer's daughter called paramedics. Customer¿s blood glucose value was 487 mg/dl. Customer treated with manual injection in hospital. Customer treated with intravenous insulin drip. Customer stated that they changed the reservoir and infusion set twice and the blood glucose value was 600 mg/dl and it went to 500 mg/dl and 400 mg/dl. The hospital staff told her that the high blood glucose was caused by the insulin pump. Customer reported that automode feature was not in use at the time of the event. The device will not be returned for the analysis.

Manufacturer narrative:
Updated analysis summary by (B)(6) on march 4, 2022. Retainer ring = black. On (B)(6) 2021, the customer alleged for hospitalized high blood glucose, insulin pump under delivery, sensor glucose reading different from the blood glucose readings and insulin pump will not calibrate. History download was successful using thump and carelink upload was successful. The test p-cap locks properly in place in the reservoir compartment noted. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The test guardian link and the test blood glucose meter communicates properly to the pump. Device programmed with multiple sensor glucose value and all registered properly in the summary history noted. The test guardian link calibrated properly to the pump noted. In further full review of the device history on the event date of may 17, 2021, there is no unexpected alarms/suspends and found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered = 9.4u. Device received with pillowing keypad overlay during the visual inspection. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high blood glucose. Customer alleged was not confirmed for the pump under delivery, sensor glucose reading different from the blood glucose readings and insulin pump will not calibrate. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The test guardian link and the test blood glucose meter communicates properly to the device. Device programmed with multiple sensor glucose value and all registered properly in the summary history noted. Device received with pillowing keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.